Event description:
It was reported that it was attempted to insert the device for l4/5, but it was difficult to turn. So it was placed it unexpected position after hit the device. Removed the device and replaced the device and complete the procedure

Manufacturer narrative:
Risk assessment; since the product was not returned and no lot# provided, device evaluation, complaint history review and device history review could not be performed. The exact root cause of this event could not be determined and is multifactorial.

Event description:
It was reported that it was attempted to insert the device for l4/5, but it was difficult to turn. So it was placed it unexpected position after hit the device. Removed the device and replaced the device and complete the procedure